Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient is experiencing a rash all over her body, specifically underneath the vest. Patient has a history of skin sensitivity and irritation. There was no alleged device malfunction contributing to the irritation. Patient stated that she went to the emergency room due to the rash and was prescribed benadryl and cortisone cream by a physician. Patient was also advised that she could end use on the lifevest. Patient was also prescribed soap by a dermatologist. Follow up indicated that the irritation was doing much better.